Event description:
The patient was ventilated at home with the luisa ventilator. On (B)(6) 2022 the patient suffered respiratory failure and died one day later. It was reported by the patient's family that the device lost power during operation.